Event description:
Single account reported to dade behring that they observed a clinical s.aureus isolate oxacillin mic discrepancy. The account obtained oxacillin-susceptible results on the dried pos combo type 21 panel and oxacillin-resistant results on a secondary method (oxacillin screen agar) also performed for the clinical isolate. There was no report of adverse health consequences to the patient as a result of the false susceptible results being obtained, the susceptible result was not reported to the physician.

Manufacturer narrative:
Conclusions: in house testing for the account provided isolate confirmed on dried overnight panels and oxacillin susceptible result. Frozen reference panel ox=2 (susceptible), but just at the breakpoint. Growth on the ox screen plate. Meca testing to be conducted to further determine oxacillin susceptibility. Overall oxacillin performance of dried pos panels is acceptable.